Event description:
A discordant low sodium (na) result was obtained on a dimension xpand plus with hm system for one patient. The discordant result was not reported to the physician. The same sample was repeated two times on the same instrument and the second repeated result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.

Manufacturer narrative:
The siemens technical support center (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant sodium result was unknown. The tsc determined that the event was isolated and instructed the customer to clean the salt bridge residue from inside the reagent 1 tower port and to flush all the integrated multisensor technology (imt) fluids. The tsc instructed the customer to rerun the sample from the same primary tube. The instrument is performing within specifications. Further evaluation of the device is not required.